Event description:
It was reported that the customer was experiencing issues with charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.